Event description:
It was reported that post insertion of the catheter, the tip was noted to be in the jugular vein. The catheter was repositioned so the tip would be directed downward into the superior vena cava. The catheter was sutured at the hub. During surgery, neck swelling was noted and the proximal catheter lumen was noted to be out of the vessel. The catheter was still sutured in place, so it was concluded that the catheter migrated due to pt movement or due to the pt's obese condition. The pt expired of conditions not related to this event.